Event description:
This device was returned with partial oos documentation from biotronik representative, stating the physician suspected subclavian crush because the lead exhibited low pacing impedance.